Event description:
Report 2 of 2. The customer contact reported unrestricted flow after the tubing set was removed from the device. On an unspecified date and time, the device was programmed to deliver syntocinon 10units/50ml and delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse stopped the delivery per hospital protocol. It was reported the nurse removed the tubing set from the device; however, the tubing set remained connected to the pt's IV access. It was reported the nurse did not close the cair clamp before removing the tubing set from the device. It was reported that after 30 mins, the nurse returned to the mother's room and noted the medication container was empty. The nurse reported approx 400ml of medication was delivered to the mother. At that time, the fetus was reported to have bradycardia. No specific vital signs were provided. The physician was notified. The mother was treated with an unspecified concentration of "nitro." After an unspecified length of time, the customer contact reported the fetal status was reported as normal. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact indicated the cair clamp was not closed prior to the cassette being removed from the device. The customer contact indicated the device is not returning for testing, "as they feel the pump is not defective." The issue of unrestricted flow after the tubing set was removed from the device was evaluated under a formal investigation. As indicated in the urgent device recall notification dated 09/13/2010, there is potential for unrestricted flow condition if the cassette is removed from the device while the cassette carriage is not completely open and the cair clamp is not closed. (B)(4)